Event description:
A patient reported they were unable to test due to their one touch ultra meter would allegedly only prompt error messages (type of message is unknown). There was no result on their meter. There were no other tests or comparisons. Treatment was food and beverage. No further information has been reported.